Event description:
It was reported the customer received a no delivery alarm. The customer's blood glucose was 180 mg/dl. Customer stated the alarm has occurred twice. Troubleshooting did not occur as the customer stated the alarm was resolved with an infusion set change. Customer stated the alarm has not occurred since changing their set. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.